Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned product noted three units had bent shafts. Of these three units one was fully fired and the other two contained tacks in the shaft. The handles were actuated and the tacks deployed but did not seat properly in the test media. The fourth unit had no damage and the tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, the tacks was not able to be fired normally for both devices. They could not be disengaged from the device. There was no patient injury.